Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited an over-sensing issue. No patient symptoms or intervention was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted the patient's right atrial lead exhibited noise. No patient symptoms or intervention was reported.